Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed crack on the pump with diminished battery life, louder rewind sound and unresponsive keypad. The customer also received lost sensor alarms that transmitter takes longer to connect with pump and experienced calibration loop and inaccurate readings. The customer reported no adverse event. The event involved product(s) mmt-7811na, mmt-1780kpk and mmt-7020a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7811na. No product return is required for mmt-1780kpk. No product return is required for mmt-7020a.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The baat tool and adapt tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 7.0 received the lowbatteryalert (104) on 05/27/2025 15:13:00 after more than 7 days at 25.7 days. Battery cycle 6.0 received the lowbatteryalert (104) on 05/01/2025 16:52:00 after more than 7 days at 33.0 days. Battery cycle 3.0 received the lowbatteryalert (104) on 03/10/2025 07:41:00 after more than 7 days at 30.01 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. During download history review no stuck keypad alarms noted during testing. All buttons functioning properly while navigating through the menus. Unit was programmed with test guardian link and test plug simulator. Unit communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Unit also passed the self test, sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. However, loud noisy motor was noted during testing. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Isolate to motor assembly. The following cosmetic damages were noted: scratched case, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube), missing display window/cover and keypad overlay texture damage. In conclusion, customer alleged of low battery alarm, sensor anomalies keypad anomalies were not confirmed based on battery duration failure analysis instruction and during download history review. The customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, noisy motor was noted during testing. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.